Event description:
The pt, was wearing a cardiac event monitor provided by ecardio diagnostics. The monitor transmitted two recordings in 2009. The first at 1641 which was time/date stamped at 1030. The second recording which transmitted at 1644 which time-date stamped at 1630 am. The recordings did not transmit until 10 hours after the event was recorded and then transmitted in reverse order -according to the time-date stamp info. This is a wireless monitor and should have transmitted at the time of the recording. The pt expired. Dates of use: 30 days. Event abated after use stopped or dose reduced? No.